Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: gastric sleeve. Event description: clip never fired. Additional information provided by [name] on 08oct2025 via email: I was able to speak with the surgical staff this morning. Because they had had periodic issues lately with our clip, they have started getting in the habit of pre-firing one clip to see if the unit functions properly. This unit would not fire a clip at all, at least that is what they told me today. The unit was not placed into the patient because they could not get it to fire a clip so they just opened another one and the 2nd unit functioned properly. I helped the customer package up the unit this morning. The unit was not in contact with the patient, there's no biohazard bag or anything. It did not come into any contact at all with the patient. Additional information provided by [name] on 09oct2025 via email: no clip would load into the jaws. They squeezed the handle numerous times and a clip never loaded. Additional information provided by [name] on 08dec2025 via email: I am thinking that maybe there were some confusion on one of the submissions. I believe that one of the items they sent back was clean and not placed inside a patient. The ones that I helped box up and return were ones that had been inside of patients and were in bio bags. The data that was submitted in the cer¿s [complaint] was correct. Might both of those units have been from the same lot number? Intervention: they just opened another one and the 2nd unit functioned properly. Patient status: the unit was not in contact with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: gastric sleeve. Event description: clip never fired. Additional information provided by [name] on 08oct2025 via email: I was able to speak with the surgical staff this morning. Because they had had periodic issues lately with our clip they have started getting in the habit of pre-firing one clip to see if the unit functions properly. This unit would not fire a clip at all, at least that is what they told me today. The unit was not placed into the patient because they could not get it to fire a clip so they just opened another one and the 2nd unit functioned properly. I helped the customer package up the unit this morning. The unit was not in contact with the patient, there's no biohazard bag or anything. It did not come into any contact at all with the patient. Additional information provided by [name] on 09oct2025 via email: no clip would load into the jaws. They squeezed the handle numerous times and a clip never loaded. Intervention: they just opened another one and the 2nd unit functioned properly. Patient status: the unit was not in contact with the patient.